Event description:
Information was received from a patient representative regarding a patient receiving fentanyl via an implantable pump for non-malignant pain. It was reported that the patient representative (caller) stated yesterday the patient told them that they had requested 12 boluses. Per the ptm, the patient was only able to have 10 per day and per the ptm records the patient requested and received 11 boluses yesterday. Agent reviewed programming per the ptm and confirmed that the pump time was correct. Bolus requests: 1. 12:45am 2. 2:19am 3. 3:24am 4. 8:05am 5. 9:18am 6. 10:50am 7. 2:27pm 8. 3:07pm per report shows no bolus was requested/deliver 9. 4:42pm 10. 7:32pm 11. 9:33pm 12. 10:48pm the agent reviewed the manufacturer's role, consulted with technical services, and redirected the caller to the patient's managing physician.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.